Event description:
The initial reporter stated they received questionable results for 9 patient samples tested with the elecsys ca 19-9 immunoassay. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. For the first five patient samples, the results measured after automatic dilution did not agree when tested on the cobas 8000 e 801 module. For samples 6 through 9, the ca 19-9 results measured on the e 801 analyzer did not agree with measurements performed on the cobas 8000 e 602 module. The serial number of the e 801 analyzer is (B)(4). The serial number of the e 602 analyzer was requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
Calibration and control data showed no issues. It was determined the customer did not use secondary cups required for use on the system. After using the recommended cups, the reproducibility of diluted sample results was much better. Per product labeling, the following sample cups are required for use: "hitachi standard cup 2.5 ml or cobas sample cup 2.5 ml"